Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the process, and confirmed that the malfunction did not recur after resetting. The customer was advised to continue using the pump and to reach out if any malfunction codes reappear, which the customer acknowledged and understood.